Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received one inappropriate shock and one inappropriate anti-tachycardia pacing (atp) burst. No adverse patient effects were reported. This ICD remains in service.